Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he went to urgent care this morning with a blood glucose of 247 mg/dl. The customer stated that his heart was pounding. The customer stated that he was getting lost sensor alarms as well. Assisted with the lost sensor feature. Advised the customer to monitor and call back as needed. Nothing further was reported.